Manufacturer narrative:
The customer biomed collected system logs and sent them to mindray for evaluation. It was reported the patient database was not provided because the emergency department users did not put the patient's name into the monitor. Mindray requested additional occurrence details to be able to proceed. Under investigation.

Event description:
It was reported that on (B)(6) 2025, at 14:00, there was a missed alarm at the emergency department workstation in room (B)(6). The customer requested logs to be reviewed. An unknown adverse event was reported.

Event description:
It was reported that on (B)(6) 2025, at 14:00, there was a missed alarm at the emergency department workstation in room 12. The customer requested logs to be reviewed. No patient injury was reported.

Manufacturer narrative:
Mindray conducted a review of the backend logs from the benevision central station (cs) for room 12. The analysis confirmed that alarms were triggered at the reported time, and the alarm sound functioned as intended. No network disconnection or system malfunction was observed during the relevant period. The benevision cs performed per specification.

Manufacturer narrative:
Correction: on june 30, 2025, the customer clarified that no adverse event was reported with this occurrence. The customer biomed collected system logs and sent them to mindray for evaluation. It was reported that the patient database was not provided because the emergency department users did not put the patient's name into the monitor; however, ECG strips were provided.

Event description:
It was reported that on (B)(6) 2025, at 14:00, there was a missed alarm at the emergency department workstation in room (B)(6). The customer requested logs to be reviewed. No patient injury was reported.